Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high theophylline (the) results generated by the synchron lx20 pro clinical system.a patient's sample was tested neat for the and a result of ">40ug/ml" was obtained.the sample was diluted 1:1 and the result of ">80ug/ml" was reported out of the lab and questioned by the physician. The specimen was then rerun neat and repeated results were 4.4/4.1. A corrected report was issued.during investigation, it was discovered that another patient's sample tested for the three days before was also affected. The initial result was ">40ug/ml" and "<4ug/ml" upon dilution 1:1. The results were not reported out of the lab. The specimen was then rerun neat and a result of "<2ug/ml" was reported out of the lab.unknown if treatment was initiated or withheld based upon the false high result reported for patient 1, but the physician questioned the result.

Manufacturer narrative:
Per customer, qc before and after the event was within lab established ranges.a field service engineer (fse) was dispatched:upon inspection, a carryover with the sample system was noted, and the fse verified that the sample probe and mixer were not being properly cleaned.the fse replaced and cleaned parts, performed alignments, and verified acceptable instrument performance.upon recur, the issue could affect other chemistries including potentially pivotal chemistries, and treatment could be initiated or withheld based upon the erroneous result.the carryover from the sample probe and mixer may have contributed to this event. A malfunction will be assumed for the purpose of this report.